Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported two tampons had the string cut short prior to use. She did not use the tampons.